Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The service representative adjusted the height of the oxygen flush button bracket.

Event description:
The hospital alleged that the oxygen flush button became stuck. There was no report of patient involvement.